Event description:
Reported blood glucose results of "86 mg/dl" with a lifescan meter and "125 mg/dl" on a laboratory device, performed within 11-20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. No products have been replaced.